Event description:
It was reported that the patient presented in the hospital for unrelated procedure. Upon interrogation, the left ventricle lead exhibited high pacing impedance. No intervention was performed. The patient was stable and will continue to be monitored.